Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had resynchronized. The technical support specialist followed the disaster recovery procedure to perform the database sync. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had resynchronized due to disaster recovery. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.